Event description:
It was reported that the device did not charge properly, switching off regularly. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Findings: during the technical inspection by the manufacturer, the fault description provided by the customer, "not charging properly, switching off" was confirmed. The following faults were identified in total: - charging socket with flex circuit board defective the cause of the charging error is a defective charging socket, which negatively affects charging. This error is due to wear and tear caused by use. The investigations carried out above did not reveal any cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing documentation. The event is filed under internal karl storz complaint ID: (B)(4).